Event description:
The cause of the low flow alarms was not identified. The low flow alarms resolved after the driveline was disconnected and reinserted. There was no patient symptoms observed at the time of low flows, and the patient was stable at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow alarm; however, a specific cause for the alarm could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 13jan2026 through 15jan2026. Estimated flow typically ranged from 3.8-5.2 lpm. A low flow alarm was captured on (B)(6) 2026 from 07:31:23 through 07:42:44, during which estimated flow was captured at 0.1-0.3 lpm. A driveline disconnect and pump stop event were then captured, which appeared consistent with the report that the patient was advised to disconnect and reconnect their driveline. The pump ramped up to the set speed and estimated flow returned to typical values. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ addresses all pump parameters. Section 4 of the IFU, ¿heartmate touch communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on their mobile power unit (mpu when a low flow alarm occurred. The flow was reading 0.1 and the rest of the parameters were at baseline. The patient was advised to disconnect and reconnect the driveline and the flow returned to baseline. Log files were sent for review to see if there was an electrostatic discharge (esd) event that caused the error in flow. The low flow event on 15jan2026 between 7:31:23 & 7:42:44 did not appear to be related to esd. A possible cause could be ingestion or something passing through the pump.